Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation but to olympus shanghai (osh) (returned to osh on 2022/11/18). The evaluation at osh confirmed the occurrence of error message e006, which could not be reproduced, but was found in the error log several times. However a field service engineer could reproduce the error on site with different electrodes. Error message e006 can have different causes but in all cases, it is triggered if the electrical resistance between the two electrodes increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used, if there is increased tissue adhesion at the electrode¿s distal tip, or if there are poorly/insufficiently engaged or faulty contacts at the working element or the connection cable. In this case, the error message appeared with different electrodes. It is thus assumed that it was caused by either incorrect installation of the electrodes in the working element or a defective working element. The hf-generator itself must be considered to meet its specification. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. However, the device was inspected on site by an olympus field service technician. During the inspection, the reported error message e006 was reproduced with different electrodes. Error message e006 can have different causes but in all cases, it is triggered if the electrical resistance between the two electrodes increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used, if there is increased tissue adhesion at the electrode¿s distal tip, or if there are poorly/insufficiently engaged or faulty contacts at the working element or the connection cable. In this case, the error message appeared with different electrodes. It is thus assumed that it was caused by either incorrect installation of the electrodes in the working element or a defective working element. The hf-generator itself must be considered to meet its specification. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during preparation for a therapeutic intrauterine electrotomy procedure the esg-400 electrosurgical generator issued error message e006. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injuty.